Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No battery out limit alarm and failed battery alarm noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 464 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the failed battery test alarm did not recur after inserting a new battery. The insulin pump will not be returned for analysis.